Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: during surgery, balloon broke. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended operating room time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
(B) (4). (B) (4).